Manufacturer narrative:
Additional event, product and patient details were not provided to bsc. If additional details become available, a supplemental report will be submitted.

Event description:
It was reported via social media that a plugged greenfield filter destroyed my life.